Event description:
A PICC line was inserted mid year of 2007. A post-procedure x-ray revealed good position. Follow-up x-rays of two weeks and three months later show a 4 cm wire somewhere in the left lower lobe.